Manufacturer narrative:
Device received, inv in progress: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Alarm cannot be turned off, minimum signal for complete cure, low value alarm frequency. Therefore, even if the pump position monitoring stop is performed, an alarm will be generated afterwards. The incident was confirmed at the (B)(6) hospital, where he was transferred.

Manufacturer narrative:
The device was returned. Data analysis: there were significant number of placement signal alarms at the latter portion of the case. Root cause: returned product performed as expected and no problems were found. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.